Event description:
It was reported that the customer was hospitalized twice for high blood glucose and dka. On (B)(6) 2011 and (B)(6) 2012, the blood glucose reading at the time of admittance was 400 and 600 mg/dl. Karen stated that she believes that there is something wrong with the infusion sets. Troubleshoot the insulin pump and it appears that the settings are correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.